Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported event of bleeding and stroke could not be conclusively determined. The instructions for use lists bleeding and stroke as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system.a review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that prior to implant, the pt presented to one hospital with right upper abdominal pain. A laparoscopic cholecystectomy was performed after which the pt developed an unspecified arrhythmia. The arrhythmia "worsened" and the pt was transferred to a second (children's) hospital where echocardiogram (echo) indicated a low ejection fraction associated with unspecified biventricular function issues requiring inotropic support. After 4 days, the pt's hemodynamic status deteriorated and he was transferred to the implanting center. Another manufacturer's percutaneous vad was placed. The pt was on a milrinone infusion and his ph was 7.08. Emergent implant of the lvad and an rvad was performed two days later due to continued hemodynamic instability. After implant the pt's flows were low and an epinephrine infusion was implemented. Sometime between the pt's initial admission and the time of lvad/rvad implant, the pt had developed a third degree heart block requiring temporary pacing. On (B)(6) 2014, the physician attempted to remove the temporary pacer lead but met resistance. On (B)(6) 2014, the pt was taken to the hybrid lab in order to remove the pacer lead. Approximately 10 to 15 minutes after the procedure, the pt began to bleed. Reportedly, it appeared that during use of a laser for lead removal the right coronary artery was inadvertently perforated. The pt lost approximately 3l of blood. The sternum was reopened for repair and the pt received unspecified vasoconstrictor infusions. On an unspecified date, due to the pt's continued condition, a tracheostomy was performed and continuous veno-venous hemodialysis was initiated. On (B)(6) 2014, the rvad was removed. The pt developed tricuspid valve regurgitation which the physician felt could have been caused from septal shifting related to the rvad. The pt was listed for a heart transplant. He was receiving aspirin, a heparin infusion with ptts of 40-60sec, and a dopamine infusion at 5mcg/kg/min. On (B)(6) 2014 the pt had an embolic event with a clot to the gut. At that time the family elected to withdraw care and the pt expired that day. It was also reported that the pt had received approximately 100 units of packed red blood cells throughout his course in the hospital. It was suspected that the pt had a heparin allergy but the lab test did not support that suspicion.